Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had headaches and a high blood pressure evaluation done/ in progress with the primary care provider. The interventions taken were that the primary care provider is managing the patient's medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the healthcare provider reported that there was no specific cause of the high blood pressure but was possibly pain related. It was noted that the patient's high blood pressure and headaches had resolved. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had been in the hospital for a week. They were pretty sure it was related to the device. Their blood pressure was shooting through the roof and they had severe headaches. They had been having the symptoms issues for about a month. A manufacturer representative visited the patient in the hospital. She was told to charge her device when at home. The patient has rsd. No device malfunction was reported. No further complications were anticipated. The indication for implant was failed back surgery syndrome.